Event description:
The clip on the bedwetting alarm fell apart and my son ate it. We tried to induce vomiting, but it did not work. Had to take him to the dr to get it out. It was very small and loose. I don't know how he ended up eating it. I had connected it on him and left him for 10 mins or so. When I returned, the sensor was disconnected from his underwear and he had swallowed the clip part. It is very loose and the dr has recommended that we not use this brand and report to FDA. FDA safety report ID# (B)(4).